Event description:
The complaint is reported as the pilot balloon deflated during use. The patient was reintubated with another tube. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) revew was performed for the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.